Event description:
A report was received that the patient will undergo a pocket revision due to pain at the pocket site. They physician determined that the ipg is surfacing.

Event description:
A report was received that the patient will undergo a pocket revision due to pain at the pocket site. They physician determined that the ipg is surfacing.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the old leads were explanted ((B)(6) 2012) and new leads were implanted due to physician's preference. The patient was reportedly doing well after the procedure. Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.